Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue was reproduced during the device evaluation as a white screen. The device was determined to not meet all product specifications related to the reported event. The reported broken liquid crystal display was verified. The cause was determined to be a failed processor circuit board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a broken liquid crystal display. There was no known patient injury or medical intervention associated with this event. No additional information is available.